Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the actual device and a video sample were received for evaluation. A visual inspection was performed on the video sample, and a leak from the chamber was observed. A visual inspection was performed on the actual sample, and a pin hole puncture within the chamber at the location of the leak was observed. A functional test was performed, and a leak from the bottom of the chamber of the actual sample was observed. An underwater leak test was observed, and a leak from the chamber was observed. The reported condition was verified. The cause of the condition could not be determined; however, may be related to a supplier material issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked due to a crack in the plastic bottom of the drip chamber. This was observed during setup with an unspecified chemotherapy drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.